Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter was inserted in the left antecubital. Upon removal of the needle/stylet assembly, the needle shield activator remained attached to the unit and had to be manually removed. Upon flushing the catheter, a portion of the needle and stylet were found inside the unit. The unit was removed with the needle intact.